Manufacturer narrative:
The failure investigation has been completed and the alleged alarm was verified in the pump logs; in addition, the alleged high blood glucose level issue was verified and a different issue was identified.

Manufacturer narrative:
Removed "the alleged high blood glucose level issue was verified".

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a temperature alarm. Reportedly, the pump was not within abnormal temperature conditions. The customer's blood glucose level was 146 (mg/dl). Reportedly, the pump would continue to be used for insulin therapy.